Manufacturer narrative:
The lens is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that capsular damage occurred during lens implantation. The surgeon removed the lens intraoperatively and successfully implanted another lens, different model, unk diopter. The pt was hospitalized for one day, checked as normal and was discharged. Two or three days after being discharged the pt returned to the hosp with an eye infection. The surgeon determined the eye infection was unrelated to the envista lens. The hospital has declined to provide add'l info regarding the event.